Event description:
Additional information was received from the physician stating that there was not a malfunctioning of the device but just inadequate vessel preparation/incorrect length sizing and mispositioning under smart-mask by the operator. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Based on the information provided, the reported stent elongation and stent malposition appear to be use related. It should be noted that the supera instruction for use (IFU) states: ¿prepare the vessel / duct utilizing standard angioplasty technique using a balloon size greater than the stent outer diameter. The vessel / duct after pre-dilatation should be at least the size of the stent diameter. If recommended vessel / duct diameter cannot be gained, optimal stent deployment may not be achieved, and revised stent sizing should be considered.¿ although inadequate pre-dilatation of the stricture likely caused the reported stent elongation and stent malposition, the user is already aware of the IFU deviation and how it contributed to the event. It is likely that inadequate vessel preparation caused the reported stent elongation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem codes 3270, 2976, and 1601 removed. H6: investigation findings code 3221 removed. H6: investigation conclusions code 4311 and 4315 removed.

Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. It was reported that the lesion site was heavily stenosed and calcified. It may be possible that the vessel diameter was narrowed causing the stent to elongate, resulting in invagination and malposition of the stent; however, this could not be confirmed. The foreign body in patient appears to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily stenosed and calcified lesion in the mid superficial femoral artery (sfa). Pre-dilatation was performed with a 5x40mm armada and 7x40mm armada. A 6.5x40mm supera stent was partially deployed; however, the stent elongated and invaginated. The stent was being removed under fluoroscopy; however, it became deployed at the proximal sfa instead. The target lesion was successfully completed with a 7x40mm non-abbott high pressure balloon and stent deployment of a 6.5x40mm supera. No additional information was provided.